Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of insulin pump was scratched and was hard to read, had to press buttons more than once and insulin squirted from infusion set when priming. The customer's blood glucose level was 300 mg/dl. The customer also reported that the insulin pump rejected new batteries and had to rewind more than once. The customer performed self test and it was fine. The customer declined troubleshooting. The device will not be returned for analysis.